Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient was scheduled for an MRI of the brain (not device/therapy related) and the patient didn't inform the hcp that they had an implant. Halfway through the exam, the patient requested to go to the bathroom, but didn't make it and urinated on themselves. As a result of what was reported, the hcp directed the patient to the patient's managing hcp. It is unknown if stimulation was on/off prior to the MRI and it was confirmed with the hcp that there was no device or therapy issue. No further patient complications have been reported as a result of this event.